Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the implantable pulse generator (ipg) the patient died. It was further reported there was loss of capture from the ventricular lead, a pacing problem and the patient became unresponsive. Resuscitation efforts were made as well as increasing the output and attempting unipolar and bipolar polarities as well as external pacing however efforts were unsuccessful.